Manufacturer narrative:
It was reported that the dcs did not cause the dissection, however the cause of the dissection has not yet been received. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, with this delivery catheter system (dcs) and a non-medtronic sheathless guidewire (safari), the system was unable to pass the iliac artery despite balloon dilation. It was noted that the vessel was of a small caliber and was very calcified. The minimum access vessel diameter was 5.5 millimeter (mm). The system was withdrawn from the patient; the valve and dcs were discarded. No damage was observed on the dcs. A dissection of the left groin with bleeding was identified. The dissection was treated by balloon dilation, groin-exploration and the placement of two stents. A transcatheter bioprosthetic valve was then successfully implanted. No additional adverse patient effects were reported.